Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ultrafiltration (uf) event occurred on an ak 96 machine during hemodialysis therapy. The rate was set at 0.49l/h and one (1) hour forty minutes later, the cumulative uf volume was -0.71l. The machine was set to remove 1000ml every two (2) hours, but the actual weighing increased by 600ml after discharging the machine. The device did not alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The ultrafiltration (uf) unit was checked and calibrated and was found to be within normal limits with a voltage of 4.8volts. The suction pump motor and fan were observed to be leaking. A service history review was performed and found that the device has been serviced within the last twelve (12) months for a similar reverse uf event. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be machine part failures and the cooling fan and suction pump motor were replaced to address this issue. Should additional info become available a supplemental report will be submitted.